Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 twn had a damaged stopper. This occurred on 5 occasions before use. The following information was provided by the initial reporter: faulty insulin syringe stopper. Customer states that because the stopper is faulty, it's impossible to obtain an accurate dose of insulin. Refer to attached product image. Return of samples to be arranged by anz quality team.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 twn had a damaged stopper. This occurred on 5 occasions before use. The following information was provided by the initial reporter: faulty insulin syringe stopper. Customer states that because the stopper is faulty, it's impossible to obtain an accurate dose of insulin. Refer to attached product image. Return of samples to be arranged by anz quality team.

Manufacturer narrative:
Additional information: d.10 samples received: 2020-04-15. Device evaluation: h.6 investigation summary :customer returned (3) loose 3/10cc, 8mm syringes. Customer states that because the stopper is faulty, it's impossible to obtain an accurate dose of insulin. All returned syringes were examined and all exhibited a deformed stopper which could cause the plunger to be difficult to operate. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing pertaining to the defect was found. Root cause for this defect cannot be determined.